Manufacturer narrative:
The reported event of the autopulse platform (serial #(B)(4)) displayed fault code 16 (timeout moving to take-up position) error message upon power up was confirmed during initial functional test and archive data review. The root cause of ua16 error message was due to a seized brake gap in which was likely attributed to wear and tear. The autopulse platform is a reusable device and was manufactured on september 2013 and is over 6 years old, beyond its expected service life of 5 years. Unrelated to the reported complaint, a cracked front enclosure was observed on the returned autopulse platform during visual inspection. This type of physical damage on the autopulse platform was likely attributed to mishandling such as drop. The front enclosure was replaced. During archive data review, multiple fault code 16 (timeout moving to take-up position) error messages recorded on (B)(6) 2020. Thus, confirming reported event. Also, ua24 (timeout moving to pause position), ua12 (lifeband not detected) and ua04 (battery too low) were recorded on (B)(6) 2020. These ua error messages are unrelated to the reported complaint. Note that user advisory error messages are designed into the platform when one of several conditions is detected: the ua24 (timeout moving to pause position) error message recorded in the archive data is easily clearable by the user. The driveshaft did not reach the targeted pause position within the specified time. This can be cleared by pressing restart to clear the ua. The ua12 (lifeband not detected) error message recorded in the archive data is easily clearable by the user. The ua12 error message alerts the lifeband is not properly installed. This can be cleared by ensuring that the lifeband is properly installed and restarting the platform. The ua04 (battery too low) error message recorded in the archive data is easily clearable by the user. The battery indicate remaining capacity drops below 250mah. Battery needs to be charged, or autopulse has been operating for a long time on one battery and its charge is almost empty. Place the battery into the multi chemistry charger (mcc). Initial functional testing failed due to fault code 16 (timeout moving to take-up position) error message upon power up. Thus, confirming the reported complaint. To remedy, the brake gap was un-seized. After service repair completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there were two similar complaints reported to autopulse with serial number (B)(4). Ccr 41138, reported on (B)(6) 2018 and ccr 40375, reported on (B)(6) 2018, both ccr was due to seized brake gap and unseized the brake gap to remedy the issues.

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed fault code 16 (timeout moving to take-up position) error message upon power up. User was unable to clear error message. No patient involvement.